Manufacturer narrative:
Included ni for patient identifier and relevant history to indicate no information available. Sex - no information provided. Included ni for relevant tests/lab to indicate pending return of device for evaluation.

Event description:
Per complaint (B)(4), patient experienced failure of implant to integrate.